Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and it appeared that the occlusion was possibly related to the cartridge. The customer indicated that the supplies on the pump would be changed.

Event description:
The customer reported that a cartridge from the same lot number was loaded with no further occlusion alarms.